Event description:
This is the second patient -first not reported- that I have seen in our clinic that has sustained an ocular injury from ciba vision - product called clear care. The patient above has sustained a significant corneal burn using this product as instructed. There is the potential for corneal scarring and loss of vision. Dates of use: once: 2008. Diagnosis or reason for use: contacts. Event abated after use stopped or dose reduced? No.